Event description:
It was reported that a patient with an artificial urinary sphincter (aus) implant device experienced recurring incontinence. The physician explanted the cuff, remeasured, and implanted a smaller cuff. There were no further patient complications reported.

Manufacturer narrative:
C2/d10: concomitant product UDI for balloon is (B)(4) and concomitant product UDI for pump is (B)(4). The device is not available for analysis; therefore, no physical or visual analysis of the product could be performed. Recurrent incontinence is acknowledged within the dfu and are not related to off label use or failure to follow instructions. The dfu provides guidance and instruction to achieve successful ams 800 implantation and to prevent altered therapeutic response. The reported patient symptom(s) are known risk associated with this device type and indicated as such in the instructions for use.